Event description:
A 26 mm diameter x 15 diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of a 6.4 cm diameter abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. The pt has a history of fairly heavy alcohol use and portal hypertension. It was reported that post-implant final angiogram demonstrated a small type ii endoleak. No other endoleaks were detected. A follow-up CT scan at one month post-implant demonstrated no endoleak and the aneurysm sac diameter had decreased from 65 mm in diameter to 60 mm in diameter. It was reported that the aneurysm also appeared to be completely thrombosed. A follow-up CT scan in march 2003 demonstrated that the aneurysm diameter had decreased from 60 mm in diameter to 57 mm in diameter. A small type ii endoleak was also detected near the anterior limb of the stent graft. It was reported that a follow-up evaluation in september 2003 demonstrated an endoleak and that the aneurysm sac had enlarged to 63 mm in diameter. The patient returned for follow-up in october 2003 to determine the origin of the endoleak. It was reported that the physician was unable to locate or identify an endoleak angiographically. A follow-up evaluation in december 2003 demonstrated a continued endoleak and aneurysm sac diameter enlargement to 65 mm indiameter. It was reported that the patient was evaluated and prepared for open aneurysm repair, which was performed in 2004. It was reported that the explanting physician noted a more dense response around the aneurysm and iliac arteries than would normally occur, there was also significant venous bleeding throughout the retroperitoneum, which may have resulted from the patient's alcohol abuse. The explanting physician was unable to identify any endoleaks at the time of surgery; however, relatively fresh thrombus was noted in the area where an endoleak was previously detected on CT scan. The graft appeared to be well incorporated proximally and distally. It was reported that although significant blood loss occurred during surgery the explant procedure was performed without complications. The patient was discharged home on the sixth postoperative day. No additional sequelae were reported and the patient is reported to be fine. Medtronic received the explanted stent graft and its analysis is pending.